Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during use on patient, the system posted a "ventilator failure" alarm. The ventilator stopped and automatic ventilation was no longer possible. The procedure was continued using manual ventilation. No patient injury reported.

Event description:
Please refer to initial MFR. Report # 9611500-2018-00262.

Manufacturer narrative:
Based on the results of the initial on-site examination drager instructed the local service organization to replace the ventilator motor. The device was tested afterwards, found fully compliant to specifications and could be handed back to the user. The replaced motor was returned to the manufacturer for evaluation. It could be revealed that the motor could not start operation at low voltages indicating an abraded collector disc. It was confirmed after complete disassembly - the commutator showed wear-and-tear related abrasion. During operation, the measured motor speed is being compared continuously to the calculated one. An abraded collector disc will lead to variations in speed which may cause an indifferent ventilator piston position. Since such state may result in serious equipment damages the workstation is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation remains possible in that case. The motor is a wear-and-tear part which is designed for a minimum life time of ten years. The particular unit is 12 years old i.e. Has lasted longer than expected. The repair exchange has fully solved the device problem; no patient consequences have reportedly occurred.